Manufacturer narrative:
One ultra-fast-fix needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Proximity of anchor placement to each other. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Per instruction for use: ¿delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle.¿ bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, the first anchor was deployed successfully but when the surgeon tried to deploy the second anchor few times, the anchor did not come out. The t2 was deployed through the meniscus. T1 was removed from patient. A backup device was available to complete the procedure successfully, with no significant delay and no patient injuries reported.